Manufacturer narrative:
The up arrow button on the insulin pump had intermittent response due to corroded keypad traces. No unexpected numbers scrolling or frozen display during testing. The device had normal operating currents. The device was monitored for several days and no failed battery test or weak battery alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, broken belt clip slot, and scratched reservoir tube window.

Event description:
Customer reported via phone call, she was trying to bolus and the numbers started to scroll. The device then alerted weak battery and it alarmed failed batter test. The time on the device is locked. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.